Manufacturer narrative:
(B)(4).

Event description:
Patient experienced grogginess at home, therefore he was admitted to the hospital on (B)(6) 2015. Upon interrogation of the pacemaker on (B)(6) 2015, rest rate was not displayed on the programmer screen, and the pacemaker was found programmed with aair mode and basic rate at 60min-1. However, the 24 hours heart rate curve showed that the heart rate had decreased around 50min-1 during several nights.